Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 235 mg/dl. The customer stated that they were sleeping when the alarm occurred. The customer also stated that the screen of the device had a crack which was caused when they had bumped into a doorknob. The customer stated that when they removed the reservoir from the insulin pump, they felt a piece of glass on their lap, but they could not confirm it the piece wad from the insulin pump or not. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.